Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh , left salpingo- oophorectomy, anterior and posterior repair, mccall¿s culdoplasty and cystoscopy due to sui and pop. It was reported that following insertion the patient experienced chronic pelvic pain, vaginal area pain, severe urinary problems, infections, bowel problems, vaginal bleeding, vaginal discharge, nocturia, neuromuscular problems, pain during intercourse, physical pain and discomfort and severe pain. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.